Manufacturer narrative:
A ge svc rep performed an on site investigation. The controller printer circuit board and central processor unit were reseated. The system was then found to be operating as intended.

Event description:
The customer reported a loud noise was heard then the system failed to fluoroscopy. No report of pt injury.